Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID# 2134265-2013-00642. It was reported that post a stenting treatment procedure, the patient experienced myocardial infarction and later expired. Index procedure (B)(6) 2012 - the patient presented due to myocardial infarction. The 80% stenosed, de novo, ostial target lesion was 12 mm long with a reference vessel diameter of 4.5 mm, located in the left main coronary artery (lmca). The physician pre dilated the lesion with an unknown balloon catheter and placed a 4.00 x 12mm promus element plus (pe plus) stent. Following post dilatation with an unknown balloon catheter, residual stenosis was 0%. The physician also treated the 80% stenosed, de novo target lesion located in the proximal left circumflex (lcx) which was 18 mm long with a reference vessel diameter of 3.5 mm. The physician implanted a 3.50 x 24mm pe plus stent using direct stenting. Following post dilatation with an unknown balloon catheter, residual stenosis was 0%.the patient was discharged two days later. (B)(6) 2013 - the patient presented with shortness of breath to the emergency department. The patient experienced cardiac arrest and subsequently an event of myocardial infarction. Endotracheal intubation was performed and the patient received a blood transfusion as anemia was suspected. The patient collapsed on the bed and became pulseless. Code blue was declared, the patient was declared dead when the ultrasound revealed no cardiac activity. No autopsy was performed.